Manufacturer narrative:
(B)(4). Date sent: 11/21/2016. Batch # n55572. The device was received with an unknown trocar attached and a gst60w loaded. Damaged to the anvil deck and knife slot was noted. The most proximal end of the bulkhead was missing, exposing the drive bar. There was also a piece of the battery pack latch returned in the bag with the device. Firing trigger spring was missing. Firing trigger pin was out of position. The drive bar is so far proximal that it will not allow the unclamp lockout to release. Drive bar was still attached to the firing rod. There was visible damage to the sides of the cartridge body. The one piece sled was intact. The cartridge body was severely damaged as a result of the knife buckling event.

Manufacturer narrative:
(B)(4) date sent: 10/6/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a nephrectomy procedure, the urologist placed the device on the tissue, artery and veins, and closed the jaw. After this the stapler would not fire and also could not be opened; not even by hand (manual override). They placed a new stapler (by an extra trocar) next to the one that was defected and in that way they could finish the procedure properly. There were no adverse consequences for the patient reported.